Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirm compromised force sensor error alarm due to history file overwritten with spanish anomaly alarms, due to a corrupted history file. Motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.